Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump had alarmed ¿completed.¿ the remaining reservoir volume had been 60ml, and the length of infusion had been 46 hours. The air detector had been off, the upstream sensor had been off, and the lock level had been set to 2. The pump had not been used to prime the extension tubing; the tubing had been primed manually. The event occurred while in use with a patient at the patient's home and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.